Manufacturer narrative:
Medtronic evaluated the device. The reported problem was verified. The root cause of the reported problem was determined to be due to a failure of the upper panel keypad switch assembly. After replacing the upper panel keypad switch assembly, proper operation was observed and the device was returned to the customer.

Event description:
It was reported that the upper keypad switch was inoperable. There was no pt use associated with the reported event.